Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that arteriotomy closure of a common femoral artery was achieved with proglide devices, using a pre-close technique, via a 6f sheath prior to a transcatheter arterial chemoembolization procedure. Reportedly, bleeding occurred obscuring the field as the device was being retracted and suture retrieval and rewiring of the device were difficult due to the bleeding. The footplate was completely closed prior to proglide removal. The sheath was upsized from 6f to 7f to 8f to stop the bleeding. The physician stated that "clearly the hole I made with the device was larger than properly. I wonder if we didn't activate the hydrophilic coating properly, such that there was more resistance / force delivered when the metal-plastic transition at the marker lumen went intraluminal." The procedure was completed and the sutures of the proglide device were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.